Manufacturer narrative:
Date of birth, 1954.

Event description:
It was reported that patient death occurred. The target lesion was in a calcified distal right coronary artery. A rotablator rotalink plus 1.25mm and a rotawire were selected for treatment. The devices were advanced to the lesion and rotablation was initiated. During rotablaton a dissection was observed in the left anterior descending artery. Seconds later, a dissection was observed in the main artery. The rotablator rotalink plus 1.25mm and rotawire were withdrawn. The devices detached. The burr of the rotablator rotalink plus and the tip of the rotawire remained in the right coronary artery. The physician attempted to cover the dissections, but the patient died.

Event description:
It was reported that patient death occurred. The target lesion was in a calcified distal right coronary artery. A rotablator rotalink plus 1.25mm and a rotawire were selected for treatment. The devices were advanced to the lesion and rotablation was initiated. During rotablaton a dissection was observed in the left anterior descending artery. Seconds later, a dissection was observed in the main artery. The rotablator rotalink plus 1.25mm and rotawire were withdrawn. The devices detached. The burr of the rotablator rotalink plus and the tip of the rotawire remained in the right coronary artery. The physician attempted to cover the dissections, but the patient died. It was further reported that the patient death was not in relation to the rotablation intervention in the right coronary artery. The patient started to cough at first moderately then progressed to a very strong cough. In the moment the patient started to cough the burr was not in rotation. The patient blood pressure increased, and a dissection was observed in the left anterior descending artery. Starting in the middle segment and then developing in proximal direction along the complete left anterior descending artery, and ending at least in the main, which was dissected too. Reanimation and covered stents were performed for treatment. The patient was very ill.

Manufacturer narrative:
A2: date of birth, 1954